Event description:
The user facility reported a water pipe came loose from the back of the reliance endoscope processing system spraying water in the room. The facility reported the amount of water ¿flooded¿ the room. The facility turned off the water supply, placed the pipe back on the unit and contacted steris to confirm proper operation of the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the oetiker crimp clamp on the inlet hot water hose had not been secured to specification. The loose hose clamp allowed the hose to come off of the unit, resulting in the water leak. The technician could not verify the amount of water that leaked, as it was cleaned prior to his arrival. After the reported leak, the hospital's facility maintenance staff removed the oetiker clamps, and installed screw clamps on the hose. The technician replaced the hot water inlet hose, correctly secured the new clamps and placed the unit back into operation. No further issues have been reported. The unit was installed in (B)(4) 2011 and is currently under steris service contract. The last pm for the unit was completed on (B)(4) 2013. At this time, the technician verified correct operation of the unit and no leaks were noted.